Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain / chronic pelvic pain") and menorrhagia ("heavy menstrual bleeding") in a female patient who received essure. The occurrence of additional non-serious events is detailed below. Plaintiff never experienced any of these conditions prior to undergoing the essure procedure. In (B)(6) 2015, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), menorrhagia (seriousness criteria medically significant and clinically significant/intervention required), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse") and alopecia ("excessive hair loss"). The patient was treated with surgery (surgery to remove her essure coils, fallopian tubes, uterus and cervix on (B)(6) 2016) and surgery (underwent a nova sure in attempt to control her bleeding). Essure was withdrawn. At the time of the report, the pelvic pain, menorrhagia, pelvic discomfort, abdominal pain, dyspareunia and alopecia outcome was unknown. The reporter considered pelvic pain, menorrhagia, pelvic discomfort, abdominal pain, dyspareunia and alopecia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): on an unknown date: hysterosalpingogram result was her coils were properly placed. This spontaneous non-medically confirmed case report is under litigation and refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had heavy menstrual bleeding and increasingly severe pain / chronic pelvic pain. Around one year after essure insertion, she underwent a novasure procedure in an attempt to control her heavy bleeding. Three months later, she had a total hysterectomy with essure removal. Menorrhagia and pelvic pain are anticipated in the reference safety information for essure. During essure therapy, pelvic pain and abnormal bleedings and changes in bleeding pattern may occur. In this particular case, the events started after essure insertion. Considering the temporal relationship and the absence of alternative explanation, a causal relationship between increasingly menorrhagia and severe pain / chronic pelvic pain and essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident as surgical interventions were required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasingly severe pain/chronic pelvic pain") and menorrhagia ("heavy menstrual bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Medical conditions: plaintiff never experienced any of these conditions prior to undergoing the essure procedure. In (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic discomfort ("discomfort"), abdominal pain ("abdominal pain"), dyspareunia ("pain during intercourse") and alopecia ("excessive hair loss"). The patient was treated with surgery (surgery to remove her essure coils, fallopian tubes, uterus and cervix on (B)(6) 2016) and surgery (underwent a nova sure in attempt to control her bleeding). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, pelvic discomfort, abdominal pain, dyspareunia and alopecia outcome was unknown. The reporter considered abdominal pain, alopecia, dyspareunia, menorrhagia, pelvic discomfort and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: her coils were properly placed. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. The reported medical events are not necessarily indicative of a quality defect. As no batch number was reported a technical batch investigation and a review of similar ae case reports is not possible. No complaint sample was provided for further investigation therefore the complaint could not be evaluated in greater detail. The technical assessment concluded a quality defect was not confirmed but considered plausible. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. Most recent follow-up information incorporated above includes: on 19-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.